Event description:
The report indicated that customer's bg levels had fluctuated within the first 24 hours of pod wear; high bg levels (258-340 mg/dl) were experienced, but were successfully countered with meal boluses. Within the second day of pod wear, however, the customer began experiencing consistently high bg levels (471-500 mg/dl) that would not lower despite numerous bolus attempts. He was admitted to the ICU with a bg reading "of over 500 mg/dl." The customer was hospitalized for "a couple of days" - details about his stay were not provided. The pod was removed while at the hospital and will not be returned for evaluation. Note: the customer's certified diabetes educator believed "the batteries were not working properly" for the pdm associated with the event. The pdm, however, is not being returned for evaluation. No further information about the pdm was provided.

Manufacturer narrative:
The pod involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have caused, or contributed to, the customer's high bg levels. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so they're able to react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hours after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance. User guide instructions were properly followed, as the customer sought medical attention after experiencing continuously high bg readings despite having administered correction boluses.